Event description:
On (B)(6) 2015, a reporter contacted animas alleging that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 08/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: the keypad buttons were normally responsive. The audio bolus button was underresponsive. The button contact had no signs of contamination. Moisture was found on the internal components of the device. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.